Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose levels were elevated (approx 253 mg/dl). System check was performed with tandem technical support and the pump performed as intended. Contact reported that customer is growing, appetite has increased, and hormones are changing.